Event description:
Patient presented to the physician with persistent sore throat, ear pain, headaches, and stabbing pain since the implant procedure that intensified with the use of therapy. Due to ongoing symptoms and the patient's weight loss with a reduction in apnea-hypopnea index (ahi), the patient elected system removal. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed incision sites.